Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in an arteriovenous (av) graft in a non-calcified and non-tortuous venous anastomosis of the left arm. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient was not harmed.